Event description:
It was reported that a deep brain stimulation (dbs) patient received an elective replacement indicator. The following day, the patient began experiencing a recurrence of dystonia symptoms, accompanied by pain and discomfort, due to the cessation of stimulation. The patient was subsequently admitted to the hospital, where an emergency procedure was performed to replace their implantable pulse generator (ipg). During this procedure, the existing ipg was removed and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The returned implantable pulse generator (ipg) was analyzed, confirming it had reached its end of service (eos) state. The device entered eos 1 year, 5 months, and 25.4 days after initial activation, consistent with its projected lifespan. Visual and functional inspections revealed no abnormalities, and the ipg exhibited expected performance characteristics throughout.

Event description:
It was reported that a deep brain stimulation (dbs) patient received an elective replacement indicator. The following day, the patient began experiencing a recurrence of dystonia symptoms, accompanied by pain and discomfort, due to the cessation of stimulation. The patient was subsequently admitted to the hospital, where an emergency procedure was performed to replace their implantable pulse generator (ipg). During this procedure, the existing ipg was removed and replaced. The patient is doing well postoperatively.